Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.50 x 24 synergy drug-eluting stent was selected for use. However, during insertion, it was noted that a resistance was felt. Upon checking outside the patient's body, it was observed that the stent was deformed. The procedure was completed with a different device. No patient serious injury or adverse event were reported.